Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 31. Rotational sensor errors were observed in the data. The device was reset, paired to the master pdm and programmed to deliver a 5-unit bolus. Rotational sensor errors were reproduced in the rerun device data. The device deployed with no issue during investigation upon manual rotation of the ratchet gear. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.